Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined calibration did not meet specifications. The gear, cap nuts, and four washers on calibrating shoulder bolts were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.